Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered the customer had replaced the tubing with a cut in it on feed-thru fitting (ff107), at pinch valve (pv37) that resolved the issue. The fse did not observe any issues. The fse did not observe any issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported 3 mls of blue/green fluid leaked from the coulter hmx hematology analyzer with autoloader. The customer stated that the leak came from the tubing at pinch valve on right side of unit. The leak was not contained within the instrument. The customer was wearing glasses, gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.